Manufacturer narrative:
Tw (B)(4) updated sections: b4, g3, g6, h2, h3, h6, h11. The device was returned to the factory for evaluation on 01/27/2026. An investigation was conducted on 01/29/2026. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The cannula handle was observed to be intact. The c-ring was observed to be intact. The scope wash tubing and the c-ring remained attached to the cannula due the presence of a retention rib. A reference endoscope was inserted into the cannula but was able to snap into place. The harvesting device was then inserted into the cannula with no physical or visual difficulties observed. No other visual defects were observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "fitting problem- endoscope" was not confirmed. The lot # 3000509869 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a

Manufacturer narrative:
Tw (B)(4). Updated sections: b4, e1, g3, g6, h2, h11.

Event description:
N/a.

Manufacturer narrative:
Tw (B)(4). Initial reporter exceeded character limitations: (B)(6). Event site name exceeded character limitations: (B)(6) hospital. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during pre-procedure check of vasoview hemopro 2 it was noted that the scope would not go through the cannula as something inside was blocking scope. The device was not used and another opened to do the procedure. Defective device never used on patient so, no patient harm or injury. No surgical delay.